Event description:
It was reported that pump showed malfunction alarm code 12 multiple times, and customer experienced high blood glucose of 430 mg/dl without taking any corrective action before contacting support. There was no additional information provided regarding any further impact to the customer¿s blood glucose level beyond the reported high value. Customer planned to continue using current pump with mobile app support until replacement arrived, and technical support arranged shipment of replacement pump.